Event description:
The baxter ap ii pump is not equipped with an "air in line" alarm. The pump is unable to recognize whether solution or air is being pumped through the line. Similarly, it is unable to recognize when a bag is empty. It will alarm "end of bag" when the calculated volume has been pumped but will not recognize when an incorrect volume is programmed. This poses a risk of air infusion into the vein. The pump is available with a 250ml bag cover or a 500ml bag cover. A filled 250 ml capacity baxter intravia bag will not fit properly into a 250ml bag cover.